Event description:
Bracco injector syringes cracking and/or exploding during injections exposing patient and clinicians to plastic projectiles and contrast media. This has occurred more than 50 times since (B)(6) 2022.